Event description:
It was reported that during a wisdom tooth extraction at the user facility the core impaction drill was overheating and the patient received a burn near the lip. The procedure was completed successfully using back-up equipment without a clinically significant delay. Triple antibiotic cream was placed on the burn to prevent infection. Permanent damage is not expected.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a wisdom tooth extraction at the user facility the core impaction drill was overheating and the patient received a burn near the lip. The procedure was completed successfully using back-up equipment without a clinically significant delay. Triple antibiotic cream was placed on the burn to prevent infection. Permanent damage is not expected.

Manufacturer narrative:
The technician was unable to confirm the reported event of heat. As the failure was not confirmed, and no components were identified which would cause or contribute to the reported failure, it is likely that the customer was using the device outside the recommended duty cycle per the IFU. The device was serviced for preventive maintenance and returned to the user facility.